Event description:
Boston scientific received information that during a follow up beeping tones were emitted from this implantable cardioverter defibrillator (ICD). It was noted that the device had triggered elective replacement indicator (eri) a few days before the follow up visit. Premature battery depletion was alleged. Another follow up has been scheduled as well as a device change out procedure. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians used an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.